Event description:
Caller states that the pt tested 2.2 inr on the device and 3.2 inr on the lab. No action was taken based on device results. No adverse event reported. Requested return of suspect device, however caller states strips are unavailable for return.